Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a separate event, it was reported by the peritoneal dialysis registered nurse [(pd)rn] that this female pd patient was diagnosed with peritonitis. The patient went to the hospital on (B)(6) 2023 with unknown symptoms. The patient was admitted to the hospital and subsequently diagnosed with peritonitis on (B)(6) 2023. The pd effluent culture resulted positive for brevundimonas diminuta. This event was classified as recurrent peritonitis as this was the second episode within four weeks completion of antibiotics for another peritonitis, but with a different organism. No information was provided pertaining to the patient¿s antibiotic regimen. The patient was discharged on (B)(6) 2023. The patient continued pd therapy during recovery. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not determined, the culture result of brevundimonas diminuta suggests a breach in aseptic technique. This organism can be found in soils, sand, purified water, and numerous aquatic habitats. Based on the available information and no allegation or evidence of a defect, deficiency, or malfunction, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization.

Event description:
During follow-up for a separate event, it was reported by the peritoneal dialysis registered nurse [(pd)rn] that this female pd patient was diagnosed with peritonitis. The patient went to the hospital on (B)(6) 2023 with unknown symptoms. The patient was admitted to the hospital and subsequently diagnosed with peritonitis on (B)(6) 2023. The pd effluent culture resulted positive for brevundimonas diminuta. This event was classified as recurrent peritonitis as this was the second episode within four weeks completion of antibiotics for another peritonitis, but with a different organism. No information was provided pertaining to the patient¿s antibiotic regimen. The patient was discharged on (B)(6) 2023. The patient continued pd therapy during recovery. The cause of the peritonitis was not confirmed.